Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation did not identify a product issue with the hiv duo elecsys e2g 300 v2 assay. A clear root cause for the reported false positive results could not be determined based on the available information. The customer reported that the issue appeared to resolve after switching to a new reagent lot. A review of calibration and quality control data for the new reagent lot confirmed that all results were within expected ranges. No batch trend was identified for the affected reagent lot. The issue was resolved at the customer site following the reagent replacement.

Event description:
The initial reporter alleged numerous false positive results for the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer reported that this issue had been ongoing for approximately one month, with a frequency of 6-10 patient samples per week. Initial results were released outside of the laboratory with a statement that confirmation was pending. All repeat tests conducted on the cobas e 801 analytical unit were reactive, but the samples were negative for hiv qualitative rna (hiv) testing. The customer attempted troubleshooting by performing an additional centrifugation at 10,000 rpm and rerunning plasma samples, but the results remained reactive on the cobas e 801 analytical unit. Specific examples provided by the customer included a sample tested on (B)(6) 2021 (sample ID (B)(6)) with an hiv duo antigen cut-off index (coi) of 2.35 on both the initial and repeat tests, and another sample tested on (B)(6) 2021 (sample ID (B)(6)) with an hiv duo antigen coi of 1.43 on both the initial and repeat tests. The customer reported that, over a 12-day period ending on (B)(6) 2021, they had tested 471 samples for hiv and observed at least 12 false positive results. The customer noted that the issue appeared to resolve after switching to a new reagent lot. Between (B)(6) 2021, only one false positive result was observed out of 600 samples tested.